Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was explanted on (B)(6) 2023 due to skin breakdown over the implant. The implant was reported to be working normally. The user was explanted and might be reimplanted in the future.

Event description:
Reportedly the skin over the implant magnet broke down exposing the receiver/stimulator package. The user was explanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to a skin breakdown at the implant site. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, a device contribution to the subsequent development of the skin breakdown cannot be ruled out. In addition, an incomplete insertion was reported at implantation with 1-2 extra-cochlear channels. This is a final report.